Event description:
It was reported that the atrial lead impedance measurement was higher in unipolar pacing configuration than in bipolar pacing configuration and that the lead was changing from unipolar pacing to bipolar pacing as the bipolar impedance measurements were low. It was also reported that a lead warning was triggered. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.